Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having charging issues. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg was discarded.